Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted retizius sparing prostatectomy surgical procedure that the right master tool manipulator (mtm) was sticking, not springing back normally. The procedure was completed on the second surgeon side console (ssc). There were no reports of patient injury.

Manufacturer narrative:
The master tool manipulator (mtm) was installed onto a patient fixture test platform and failed calibration testing. The mtm was installed onto a golden system where the auto cal was triggered indicating fault on the gimbal. Once testing was completed, gimbal handle was aba tested and was verified that grip inner and outer springs to be the source of the fault. The root cause is attributed to defective component.

Event description:
Refer to h11 for follow-up information.